Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Review of the log file provided by the account confirmed low speed events on (B)(6) 2021. Although a specific cause could not be confirmed through this evaluation, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. A low speed event was captured on (B)(6) 2021 while the patient was connected to the power module. This event resulted in a low speed operation flag. Additional low speed and pump stop events are captured within the log file on (B)(6) 2021 (reference MFR # 2916596-2021-04096) and on (B)(6) 2021 and (B)(6) 2021 (reference MFR # 2916596-2021-04041). The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the patient was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low speed event on (B)(6) 2021 at 04:20 while connected to the patient cable.